Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the patient had been manufacturing patient since 1997. It was reported that the therapy manages their chronic pain that they have to live with due to their left foot crush injury which occurred in (B)(6) 1996. The patient clarified that the date of their fall was (B)(6) 2015 and not (B)(6) 2016. However, it was reported that the patient didn't notice any problems with the system until (B)(6) 2016. It was reported that in (B)(6) 2016, the patient then started losing setting "programs" on their unit. It was stated that they lost three out of their four programs by (B)(6) 2017. It was also reported that their generator was taking almost eight hours to recharge from a quarter charge to a full charge. The patient reported their weight and stated that they held that same weight consistently throughout the year. It was also noted that the patient received a whole new system on (B)(6) 2017 and that it was working great. No further complications were reported/anticipated.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that 2 of the patient¿s programs quit working or shut off. This was sudden. One occurred in november and the other one occurred around the first of the year. One of these 2 programs was program d. It was stated that the patient was able to change to another setting that worked. The caller noticed that over the last month or so the implantable neurostimulator (ins) was depleting more quickly in between the recharging session. It was reported that about a week ago recharging took 5 hours when it usually took about 1.5 hours. It was reported that the patient fell at the end of march 2016 but it only affected the patient¿s knee. Additional information was received from a manufacturer representative on 2017-03-15 reporting that the patient fell about a year ago and then about a month ago the patient noticed recharging was taking 6 hours instead of 1 hour. Around the same time, a handful of their programs were not working and did not provide stimulation. Impedance measurements were taken and 0-7 electrodes were in range along with contact 11 but the rest of the electrodes on 8-15 were all higher than 1000 ohms. The caller indicated that some are around 5000-7000 but there are some that are 10,000 and 20,000 ohms. The caller tried reprogramming and turning stimulation up on the day of the call but the patient was still not feeling anything. It was reported that the caller did not know if the patient had fallen on the ins or the lead itself. It was reported that the patient was scheduled for a replacement. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they thought their manufacturing representative was sending their explanted ins to the lab for analysis. The patient has never seen the explanted ins. No further complications were reported.